Event description:
It was reported that (2) devices were used during a gastrectomy. It was reported by the affiliate that the tlc75 locked out after the second firing with reload. Another instrument was used to complete the case. The case was extended 15 mins.